Manufacturer narrative:
Patient age not made available from the site. On (B)(6) 2014 a medtronic representative, following-up at the site, reported from the rn that they took 2 scans of the t6-l4 region. The frame was placed on the t6 or t5 level (approximated). After placing the screws in the thoracic region the surgeon took another spin to confirm screw placement. It was stated that multiple thoracic pedicle screws on one side required revision; could not specify which side and which levels the screws were inaccurate. The rn stated that there was a possibility that the frame moved. Surgeon had to revise the screw placement. After revising the thoracic screws the surgeon moved to work on the lumbar region with the frame still placed on the t5 or t6 level; noting that he was very inaccurate (specific measurement or inaccuracy not known). The rn reported that when the surgeon was touching the spinous process, navigation was showing the instrument in the vertebral body. Surgeon moved the spine reference frame to the lumbar region (which level it was attached to was unknown), took an o-arm spin, and verified accuracy. Took a final spin to confirm lumbar screw placement and all the screws were placed accurately. On (B)(6) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis.

Event description:
A site representative, registered nurse (rn), reported that while in a deformity spine procedure from t6-l4, 3-4 screws were placed inaccurately. The initial o-arm 1000 imaging system spin appeared accurate, however, the second spin showed 3-4 of the 6-8 screws placed were inaccurate. All screws placed inaccurately were on the same side of the patient, the surgeon was placing all screws on one side then switching to placing on the other side. The site was navigating a 4.5 awl probe tap and reported being inaccurate, also using an open spine clamp. In trouble-shooting, the rn reported they were preparing to take another spin and could not continue the call. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
The surgeon was working further away from the reference frame when the inaccuracy occurred and the site nurse believes the frame got bumped which would lead to registration accuracy being rendered invalid. Furthermore, the site was using non-medtronic taps with the medtronic tracker, which is unapproved use of the medtronic device. The surgeon has been educated that this is unapproved use of the device and also that to achieve optimal accuracy it is recommended to navigate as close to the reference as possible and if the frame moves to re-register. Instructions for use state synergy spine and trauma pocket guide pn 9735464: "warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result. Warning: navigational accuracy can degrade on vertebral levels that are not rigidly connected to the reference frame.